Manufacturer narrative:
(B)(4). The baxter field service technician made arrangements to go onsite to evaluate the device as such the device was not returned for evaluation. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer reported to baxter (B)(4) that an air detector alarm occurred during therapy that could not be cleared. The baxter field service technician made arrangements to go onsite to evaluate the device. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The reported condition of "air detected" alarms that could not be cleared was evaluated by the baxter field technician. The reported problem was confirmed. The assignable cause was a faulty control circuit. The technician replaced the controller pcbs.